Manufacturer narrative:
The device log was analysed by the manufacturer. It was found that on the date of the reported event, (B)(6) 2015, the communication between user interface, gas mixer and ventilator was interrupted due to an internal communication problem of the ventilator¿s cpu board. The device switched to man/spont mode accompanied with the corresponding alarms. Monitoring and manual ventilation remains possible in this state. The investigation comes to the conclusion that the sporadic communication problem most likely was caused by electromagnetic radiation or electrostatic discharge of the user during interactions with the device. Apollo is designed, tested and certified to withstand emc/esd influence in conformance to iec 60601-1-2. The number of similar events is very rare compared to the installed base of this type of devices. The device was tested and was returned to use with no further problems reported to date. On-site investigation.

Event description:
It was reported that during a case, automatic ventilation stopped working and the machine alarmed for 'vent fail'. No patient injury reported.